Event description:
It was reported that the 2800 system had no table movement or fluoro. Also, no collimator node shows up on workstation software information screen. No patient procedure was in progress at this time.